Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device was monitored for a day and no missing segments or display anomaly noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken reservoir tube lip, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the belt clip snapped off and cannot clip on anymore onto her body. The customer reported that one of the circle pieces where the pin goes in cracked. Customer stated that there is a piece of plastic missing from the lip ring of the reservoir on the pump. Customer states there was a couple of times where the reservoir came loose from the pump and was not getting the insulin. Customer states she knew she was not getting insulin because she was not able to keep her blood glucose down. Customer states the screen also has scratches but it does not have any cracks. Customer mentioned she was having highs when the reservoir was loosening from the pump. The customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.